Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 550 mg/dl at the time of incident. It was unknown that the auto mode feature was active at time of high blood glucose event. Customer declined troubleshooting for high blood glucose level. Customer stated that insulin pump button had a crack. Customer also reported insulin flow block alarm and it was past event. The customer will discontinue to use the device.